Event description:
I am a respiratory therapist at a hospital in (B)(6) where we use the used n95 masks processed at battle. My coworkers and I have noticed that the masks are not sealing properly although we have all been fit tested. Many of us wear glasses and our glasses become fogged up, meaning the masks aren't sealing properly, putting us at risk. We are also becoming short of breath even when not wearing our masks. We are concerned for our safety inhaling h2o2 and its side effects as well as the integrity of the decontaminated masks. (B)(4).